Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case#FDA-2014-n-0736-2156, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted nearly 3 years ago. She got essure and thought it was great at first. She did notice that her depression and anxiety got worse and she was very tired all the time but did not link it to essure. In (B)(6) 2014, she got the first bout of bv (interpreted as bacterial vaginosis) followed by more and lots of uti and bleeding. In april she was getting quite severe pelvic and abdominal pain which got worse and worse; she felt like her insides were trying to come out. She had contractions; it was just like she was in later stages of labor. She saw numerous doctors and went to ER but they find nothing wrong with her. Eventually a doctor saw her in absolute agony; he could not even touch her stomach. He referred her to the hospital but still, nothing was done and she was sent home on strong pain killers. Since then the pains had come and go but there has always been a pain that was there in the background with occasional stabbing pains. She came very close to losing her job because she had so much time off due to severe pain and exhaustion. On (B)(6), she had her coils and tubes removed by the same surgeon who put them in. She was waiting to find out if everything was taken successfully or there were any fragments left. She is now recovering from her surgery but feel very tearful. She was talked into having it because she is sensitive to suxamethonium (a drug used during surgery to relax muscles); she was told that essure is safe, pain free, easy to insert and it works with your body! She stated that because doctor or surgeon could not find anything else wrong with her, it was agreed that all the pain and contractions has been her body trying to reject the essure (a foreign object that should not be there) follow-up received on 09-nov-2015: (B)(4) reference number was provided - (B)(4). Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had severe pelvic pain and lots of uti (interpreted as recurrent urinary tract infection). Three years after essure insertion and around 1 year after the uti episodes, essure coils were removed. The pelvic pain and recurrent urinary tract infection are serious due to their medical importance. The pelvic pain is listed while the urinary tract infection is unlisted in the reference safety information for essure. In this particular case, both events started after a year of essure insertion but the date was not specified. Considering the nature of pelvic pain and lack of alternative explanation, its causal relationship with essure cannot be excluded. On the other hand, since the recurrent urinary tract infections started at least one year after essure insertion, it is unlikely that the essure procedure would contribute to these infections so much time after the insertion. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 09-nov-2015: (B)(4). Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had severe pelvic pain and lots of uti (interpreted as recurrent urinary tract infection). Three years after essure insertion and around 1 year after the uti episodes, essure coils were removed. The pelvic pain and recurrent urinary tract infection are serious due to their medical importance. The pelvic pain is listed while the urinary tract infection is unlisted in the reference safety information for essure. In this particular case, both events started after a year of essure insertion but the date was not specified. Considering the nature of pelvic pain and lack of alternative explanation, its causal relationship with essure cannot be excluded. On the other hand, since the recurrent urinary tract infections started at least one year after essure insertion, it is unlikely that the essure procedure would contribute to these infections so much time after the insertion. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 08-dec-2015: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 10-dec-2015 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had severe pelvic pain and lots of uti (interpreted as recurrent urinary tract infection). Three years after essure insertion and around 1 year after the uti episodes, essure coils were removed. The pelvic pain and recurrent urinary tract infection are serious due to their medical importance. The pelvic pain is listed while the urinary tract infection is unlisted in the reference safety information for essure. In this particular case, both events started after a year of essure insertion but the date was not specified. Considering the nature of pelvic pain and lack of alternative explanation, its causal relationship with essure cannot be excluded. On the other hand, since the recurrent urinary tract infections started at least one year after essure insertion, it is unlikely that the essure procedure would contribute to these infections so much time after the insertion. This case is regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.